Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a colorectal procedure, the circular stapler fired but it did form properly and did not cut the tissue. Additionally, the two linear reloads were not compatible with the handle, it could not be loaded. To resolve the issue, resecting and re-stapling was done and a new linear staplers was also used.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a colorectal procedure, the circular stapler fired but it did form properly and did not cut the tissue. Additionally, on two linear reloads, it fired but did not staple. To resolve the issue, resecting and re-stapling was done and a new linear staplers was also used.

Manufacturer narrative:
D10. Concomitant products: gia6038l, gia6038l gia 60-3.8sgl use loadingunit (lot p4k1291); gia6038l, gia6038l gia 60-3.8sgl use loadingunit (lot p3a0410). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the circular stapler fired but it did form properly and did not cut the tissue. Additionally, on two linear reloads, it fired but did not staple. To resolve the issue, resecting and re-stapling was done and a new linear staplers was also used.